Event description:
It was reported to medtronic minimed that the customer alleged the sensor lasts only 3 days/1day, no sensor signal with the loss of communication between insulin pump and transmitter, and keypad anomaly. The customer reported no adverse event. The event involved product(s) unk_transmitter, unk_sensor, unk_ngp. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unk_transmitter. No product return is required for unk_sensor. No product return is required for unk_ngp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.